Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 29-dec-2016 from a female consumer (age unspecified) reporting on self from the united states of america on an unspecified date, the consumer started using listerine ultraclean mint floss dentally for oral hygiene (lot number 2056d, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed while dispensing the floss, the metal cutter broke off completely from the plastic insert right out of the box. The consumer had to open a lid to see the metal cutter. She described that the metal cutter broke off completely from the plastic lid during use. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction in the united states of america.

Manufacturer narrative:
The date of this submission is 22-feb-2017. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 29-dec-2016 from a female consumer (age unspecified) reporting on self from the united states of america on an unspecified date, the consumer started using listerine ultraclean mint floss dentally for oral hygiene (lot number 2056d, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed while dispensing the floss, the metal cutter broke off completely from the plastic insert right out of the box. The consumer had to open a lid to see the metal cutter. She described that the metal cutter broke off completely from the plastic lid during use. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction in the united states of america. Additional information was received on 13-feb-2017. On 19-jan-2017 one field sample of listerine ultraclean mint floss was received which was opened and used. On 02-feb-2017, the field sample was visually examined by appearance and the sample was also compared against the visual standard of the product. Lot number 2056d was identified. The received field sample does not meet specifications as the sample was received with insert breakage. A review of complaint data revealed no unfavorable trends for the reported lot number. Device history records were reviewed and no deviations or non-conformances were noted. Visual inspection was performed on the retained samples and all results met specification. However, the field sample did not meet specification and has been verified. In addition, based on the field sample results, there was evidence that a device malfunction occurred. Based on the information available, the device was used for intended treatment. The analysis for this product and complaint category will be managed through monthly trending process. The complaint investigation was closed with a disposition of confirmed. Complaint trends will continue to be monitored. This report remains as reportable malfunction case in the united states of america.